Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: 1, 2.1.

Manufacturer narrative:
Follows: 1, 2.1, average 1.55, stdev 0.78, %cv 50.18. If the %cv is greater than 20% as per internal procedure, the criterion is not met. Product will be investigated.